Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part was replaced. No part has been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that when an radiologic technologist (rt) turned on the system for setting up a case imaging system pendant was in e-stop. Representative reset the e-stop and noticed that the light turned off but the buttons on the pendant were not responding. During troubleshooting, the representative rebooted the imaging system 3 times. On the third reboot system was working normally. There was no patient at the time of the issue.